Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported the patient was having problems with charging and they needed assistance. The patient said the implant charges very, very slowly. The patient reported she charged and had a full battery last night, and she did not turn it on before she went to bed. The patient said she usually turned it on first thing in the morning, but when she turned it on it was empty. The patient recently switched programs, and said she met with a rep and they changed the programs within the last few months. The patient tried to connect with her programmer and initially got poor communication, but it resolved by repositioning the antenna. The patient was able to connect and reported seeing the low ins battery level on the programmer. The patient hooked up with the recharger, got reposition antenna initially, and then got the recharge status screen with all but 2 boxes filled in black. The patient reported the ins battery level was blinking from empty to one quarter. The patient wanted to know why the ins would be empty in the morning after not turning it on overnight. The patient has had an MRI recently and noticed the charging seemed slower after the MRI. The MRI was about 3 weeks ago. The patient reported she was not getting the pain relief she had been. The patient said the setting she was on for standing. The patient was going to get another injection. The patient was instructed to continue charging so the rep could meet when the patient has a full charge. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the patient was scheduled for a replacement surgery on (B)(6) 2018. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. It was reported that the patient was scheduled for an appointment on (B)(6) 2018. No further complications were reported.